Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
Two days into a patient¿s continuous renal replacement therapy (crrt) on a multifiltrate pro machine, the machine began to emit a loud whistling sound. Upon follow-up, it was clarified that the whistling sound was a machine alarm. It was reported that this occurred approximately 3-5 minutes after the filtrate bag was changed. The alarm was a communication error which led to a system error, and resulted in the blood pump stopping. The arterial and venous flows appeared to be unchanged. Reportedly, the device seemed to have ¿hung up¿; the touchscreen and manual buttons were not operational. Alarm acknowledgement was also not possible. One resource provided indicated the patient¿s blood was not returned and that blood loss was estimated to be up to 500 ml. However, another resource indicated that the patient¿s blood was returned manually. Therefore, blood loss information is unknown at this time. Nonetheless, there was no indication that the event resulted in any serious patient injury. The machine data was provided for review. There were reported to be 12,693 operating hours on the machine. The treatment was reportedly continued with another device (unknown manufacturer or model). The machine that alarmed was fixed by performing a simple system reboot. To date, no further details have been provided.

Manufacturer narrative:
Plant investigation: a review of similar complaints revealed that the reported failure type represents a known event. No hardware component is associated with this complaint. Therefore, no hardware/sample investigation was performed. Review of the instructions for use (IFU) was not considered necessary as the complaint is not related to the function/operation of the device or an operator handling error. A 100% final testing of each machine ensures that devices are delivered according to specification. Based on all performed investigations/evaluations, the described behavior could be reproduced. The error 9040 collects several errors which lead to 9040 errors. There could be different root causes. Due to similar complaints, a follow-up of these issues and first measures took place in software version 5.01 in a CAPA project. The problems are still considered within the scope of the product improvement. Further analyses are being carried out and further measures will be implemented with the next software versions. Some 9040 errors can be caused by problems of the pc board. As of april 2021, system crashes (continuous audible alarm with system standstill) of the multifiltratepro devices occurred frequently. During the analysis, the pc board could be determined as the cause. Improvements to pc boards have been launched in production with the ec code 0370. Based on the available information, the complaint has been confirmed.

Event description:
Two days into a patient¿s continuous renal replacement therapy (crrt) on a multifiltrate pro machine, the machine began to emit a loud whistling sound. Upon follow-up, it was clarified that the whistling sound was a machine alarm. It was reported that this occurred approximately 3-5 minutes after the filtrate bag was changed. The alarm was a communication error which led to a system error, and resulted in the blood pump stopping. The arterial and venous flows appeared to be unchanged. Reportedly, the device seemed to have ¿hung up¿; the touchscreen and manual buttons were not operational. Alarm acknowledgement was also not possible. One resource provided indicated the patient¿s blood was not returned and that blood loss was estimated to be up to 500 ml. However, another resource indicated that the patient¿s blood was returned manually. Therefore, blood loss information is unknown at this time. Nonetheless, there was no indication that the event resulted in any serious patient injury. The machine data was provided for review. There were reported to be 12,693 operating hours on the machine. The treatment was reportedly continued with another device (unknown manufacturer or model). The machine that alarmed was fixed by performing a simple system reboot. To date, no further details have been provided.